Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was confirmed. Product does not meet medtronic specification. The investigation isolated the failure to the inflation line tubing, which was collapsed inside the lumen of the tube, but a root cause was not identified. Information has been added to the database and trends will continue to be monitored. Correction: (prefix), (name, email), (phone#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during cuff the check prior to use on a patient, it was difficult to apply air to the cuff. There was no patient involvement.